Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at around 10:00 or 11:00 am with blood glucose of 503 mg/dl. The customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 147 mg/dl. The customer reported plunger on the reservoir did not move at all. The customer checked blood glucose level in the morning and drank half a cup of coffee and checked blood glucose level at 10:00 am and noticed high blood glucose level. The customer alleged insulin pump was under delivering as the reservoir was not being pushed and o rings had not moved. The customer declined to perform troubleshooting. The customer experienced symptoms such as nausea and tired. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit passed dat test at 0.08730 inches. No under delivery anomalies noted. Unit was monitored for 3 days and no blank display anomalies noted. Unit was received with minor scratches on lcd window.